Event description:
The customer reported that an unidentified touch screen monitor and the evis exera iii video system center failed to power up in the two integration rooms. There was no patient harm or user injury reported due to the reported event.

Manufacturer narrative:
The device was not returned to olympus for evaluation. Customer called the olympus technical assistance center (tac) support to troubleshoot the device. Customer reported the monitors were on the boom and in two rooms it was working fine and two other rooms it wasn¿t working. Tac had a follow up with customer and the customer checked on the integration room and noticed the crestron units were unable to power on. The operating rooms are going to be upgraded with new boom arms and equipment. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to a malfunction of the processor¿s power supply unit, image output failure (not the processor¿s power), or the facility¿s power environment (integrated unit, not the processor). Olympus will continue to monitor field performance for this device.